Event description:
A falsely elevated troponin I result of 1.53 ng/ml was obtained on pt 1 and a result of 1.69 ng/ml was obtained on pt 2. The results were reported to the physician. The samples were retested on an alternate instrument and a result of 0.05 ng/ml was obtained on pt 1 and a result of 0.06 ng/ml was obtained on pt 2. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate wash.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate wash. A dade behring field svc rep was dispatched to the account and corrected the malfunction. The instrument is operating within specs.

Event description:
A falsely elevated troponin I result of 1.53 ng/ml was obtained on pt 1 and a result of 1.69 ng/ml was obtained on pt 2. The results were reported to the physician. The samples were retested on an alternate instrument and a result of 0.05 ng/ml was obtained on pt 1 and a result of 0.06 ng/ml was obtained on pt 2. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate wash.